Event description:
A 5.0mm diameter x 17mm length extra support biliary stent was selected for the treatment of a stenotic lesion in a right renal artery. The physician predilated the 70% proximal stenosis with a 5 x 2 angioplasty balloon. The physician then decided to place a stent for a moderate residual narrowing and small dissection that was noted after angioplasty. An 8 french sheath was introduced and an 8 french hockey stick guide catheter was used in attempt to select the right renal artery. In attempting to select the right renal artery, the physician noted that the stent dislodged from the balloon. The stent delivery system as well as the guiding catheter were removed and the stent was successfully retrieved wiht a 10mm nitinol snare. The pt is reportedly doing fine. There was no add'l adverse clinical sequelae reported relative to the event.